Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump alarmed with a lot of threshold suspends and the pump was giving 1 unit fill cannula amounts throughout the day. The customer¿s blood glucose level was unknown but low at the time of the incident. The customer stated they do not use fill cannula. The customer stated they change sets every 6 days. Troubleshooting was not completed as there was a delivery anomaly. The insulin pump will be returned for analysis.